Manufacturer narrative:
Method: no sample will be returned for eval and investigation. Results: a DHR or process cannot be performed without a lot number. Conclusions: although three attempts to obtain add'l info have been made. I-flow will continue to attempt to reach the physician and/or sales rep to determine if add'l facts can be obtained. If add'l info pertinent to this event becomes available, I-flow wil submit a f/u report. Info from this incident has been included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: unk. Fill volume: unk, flow rate: unk. Procedure: unk. Cathplace: unk. (Reference 2026095-2012-00275 / (B)(4)). Anesthesiologist reported pump had a fast flow. Pump infused within 36 hours. No adverse event.